Event description:
It was reported that the ilet user applied a teflon infusion set without removing the adhesive backing, then removed and reinserted the same set after taking off the adhesive and later considered reconnecting tubing to the previously inserted site. No reported adverse clinical effects. Outcomes included user education on proper infusion set deployment to reduce risk of infection and scar tissue and to ensure correct attachment. Investigation included troubleshooting and education with the user. Investigation of this case revealed incorrect infusion set deployment and connector handling, with risk for improper fixation and potential site contamination, consistent with an infusion set deployment and attachment issue. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.